Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2008 with a custom expandable device and orthopedic salvage system. Subsequently, a revision procedure has been indicated due to a fractured expansion clip; however, no revision procedure has been reported to date.